Event description:
The physician reports that his patient underwent cataract surgery with implantation of the crystalens in the left eye. During surgery, the lens tore and the backup crystalens was implanted. One day postoperatively the patient presented with 3+ cell and flare with fibrin. The physician suspected an intraocular infection and prescribed topical medication. The patient's preoperative bcva in the operative eye was 20/20-2 and manifest refraction was - 1.50 + 1.50 x 110. In 2007, the patient's bcva was 20/30, mr was -1.25 sphere. The patient was also treated with yag laser for treatment of posterior capsule opacification. The patient's chart dated the same day, states the patient cannot drive at night due to glare and halos. Patient states vision improved after yag performed. The results of the culture & sensitivity revealed no causative organism. The etiology is unk and the root cause investigation is underway. The physician reported that during the same timeframe, there were other similar complaints for crystalens patients and two other similar complaints for patients who had a different lens model/MFR implanted.

Manufacturer narrative:
The lens remains implanted in the patient and is therefore not available for evaluation. Sample lenses from the same mfg lot were pulled and sent to a third party and subjected to scanning electron microscopy (sem) and energy dispersive x-ray spectroscopy (eds) testing. The tests revealed no evidence of systemic contamination during processing. The device history records were reviewed and there were no discrepancies or unusual findings. Both the mfg and sterilization lot records were searched, and there have been no reports of similar complaints. Pt and device codes: labeled.